Manufacturer narrative:
Patient weight not available from the site. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue and the system perform as intended. No further issues have been reported.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the navigation system became unresponsive. The medtronic representative had the site reboot the navigation system after which the system functioned normally. There was an approximate 10 minute delay to the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Further details provided: surgeon was bringing the navigated balloon into the field when system became unresponsive.software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.